Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a revision surgery. No patient complications were reported in relation to this event. Additional information received indicated during the procedure a new aus system was implanted. It was further reported that there was no more information available through physician. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a revision surgery. No patient complications were reported in relation to this event. Additional information received indicated during the procedure a new aus system was implanted. It was further reported that there was no more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. Product analysis showed functionality of the device was as designed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
B5, e1, h2, h10 field change. H2, h3, h6, h10 updated. Product investigation completed. Product analysis showed functionality of the device was as designed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure a new aus system was implanted. No patient complications were reported in relation to this event. No more information available through physician. Should additional information become available, it will be provided.